Manufacturer narrative:
The report of the backup battery being replaced was confirmed through the analysis of a submitted system controller data log file. The log contained approximately 10 days of data (dated (B)(6) 2017, according to the timestamp). At approximately 9:21am on (B)(6) 2017 the log file captured the backup battery being briefly uninstalled. During the following event the battery was captured as reinstalled and the battery not installed alarm cleared. This event did not affect the controller's ability to support the pump at the set speed. Throughout the log file the controller supported the pump at the set speed. Neither the system controller nor the backup battery were returned for analysis and no device related issues were reported. Per reported information, the controller's backup battery was replaced due to the battery being expired. Review of device history records revealed that the system controller was shipped to the customer with backup battery. The use by date for this battery was 05apr2017. The backup battery was replaced in accordance with approved labeling. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Approximate age of device - 1 year, 7 months (calculated from the date when the system controller was issued to the patient.) No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the system controller''s 11 volt li-ion battery was replaced by the vad coordinator due to being expired. The patient was asymptomatic. The replaced 11 volt li-ion battery was disposed of. The system controller remains in use with the patient and no further issues have been reported. No additional information was provided.